Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject guidewire tip broke off in the patient during the case and a snare device was used to successfully remove the tip. Additional information provided by the customer indicated that there were not clinical consequences to the patient due to the event, an sl-10 microcatheter was used with the guidewire, no anomalies were noted to the guidewire prior to use, the guidewire was prepared as per the dfu, an introducer sheath was used to facilitate introduction of the wire into the microcatheter, continuous flush was maintained, no resistance was encountered during manipulation of the wire, and no excessive force was used when torqueing the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during procedure the subject guidewire¿s distal tip fractured in patient. The physician retrieved the fracture portion with a snare and completed the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported during procedure the subject guidewire¿s distal tip fractured in patient. The physician retrieved the fracture portion with a snare and completed the procedure. There were no reported clinical consequences to the patient.